Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'pressure transducer difference >5 cmh2o'. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed with message: "pressure transducer difference higher than 5cm h2o" during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the pressure transducer printed circuit board (pcb) needs to be replaced. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer pcb may lead to high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'pressure transducer difference >5 cmh2o'. There was no patient involvement. Manufacturer's ref. #: (B)(4).